Event description:
Seen at the center for evaluation. External equipment was exchanged. Testing performed confirmed that the pt's c1 device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.